Manufacturer narrative:
In the case description, the user states, their device battery was swollen. The device was returned with a battery. The back of the device could not close, as the battery was observed to be swollen. The device could not be powered on and the log files could not be obtained. The returned swollen battery investigation is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required.

Event description:
It was reported by the patient, that the omnipod personal diabetes manager (pdm) battery was swollen.